Event description:
The customer reported via phone call that he experienced sensor reading discrepancies on (B)(6) 2015 where the sensor was reading between 50 and 60 mg/dl and blood glucose was over 200 mg/dl. He also received lost sensor alerts with 5 different sensors and it was found the sensors had expired on (B)(6) 2014. The customer also mentioned he was hospitalized on (B)(6) 2015 due to having a virus. Blood glucose value was 65 mg/dl. Customer stated he starts feeling the symptoms until he is at 62 mg/dl or lower. Customer was low because he could not retain anything and had not eaten or drank anything. He removed the insulin pump for 24 hours and reconnected when blood glucose was 167 mg/dl. Customer declined troubleshooting for low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-66951.